Manufacturer narrative:
The insulin pump was received with a cracked case behind the pump at the battery compartment, cracked battery tube threads and a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was long crack beginning from the top of the insulin pump, all along the length of battery tube. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.